Manufacturer narrative:
Follow up #1 08/05/2015, device evaluation: the pump has been returned to animas and evaluated on 07/20/2015 with the following findings: a pump reboot event was observed on 05/21/2015. The battery compartment was cracked at the threads on the side and below the bumper pad. No power interruption or any alarms occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.